Event description:
It was reported that after a coronary drug eluting stenting treatment procedure, subacute thrombosis occurred. The lesion was located in a calcified proximal left anterior descending artery. The lesion was pre-dilated with a 2.5x15mm apex balloon to 6 atms for 30 seconds and 8 atms for 30 seconds. A 2.5x20mm taxus liberte' drug eluting stent was deployed in the lesion at 11 atms for 40 seconds. The lesion was then post-dilated with a 2.5x15mm quantum maverick balloon at 14 atms for 33 seconds and a 3.0x8mm quantum maverick balloon at 12 atms for 30 seconds. No patient injuries or complications occurred. Patient status was satisfactory and the patient was discharged. Two days post-procedure, the patient presented with chest pain and was admitted to the hospital. The patient had thrombus in the recently placed stent. The physician pre-dilated the lesion with a 3.0x15mm quantum maverick balloon at 4 atms for 14 seconds, 4 atms for 10 seconds and 4 atms for 13 seconds. The physician advanced a 2.5x16mm taxus liberte' drug eluting stent to the mid left anterior descending artery and deployed it at 10 atms for 19 seconds and 16 atms for 12 seconds. The stent was post-dilated with a 2.5x15mm quantum maverick balloon at 14 atms for 24 seconds and 16 atms for 10 seconds. A 3.0x8mm taxus liberte' drug eluting stent was advanced to the lesion but was unable to cross. A 3.0x12mm taxus liberte' drug eluting stent was advanced and deployed in the proximal left anterior descending artery at 12 atms for 14 seconds. The lesion was post dilated with a 3.0x15mm quantum maverick balloon, a 3.25x12mm quantum maverick balloon, another 3.25x12mm quantum maverick balloon and a 3.0x15mm quantum maverick balloon. A 3.0x12mm taxus liberte' drug eluting stent was advanced to the proximal left anterior descending artery and deployed at 18 atms for 15 seconds. The stent was post-dilated with a 3.25x12mm quantum maverick balloon. No further injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product found that the device met material, assembly and product specifications. The most probable root cause classification is anticipated procedural complication, because thrombosis and chest pain are known physiological effects of the procedure and are noted within the directions for use.